Manufacturer narrative:
Insufficient information provided and at this time we are unable to confirm if the device caused or contributed to a serious injury. Additional information was requested from the patient. No additional information was supplied regarding the event the patient has requested product ingredients so I can be tested for allergies to any of them. If further information becomes available a follow-up report will be submitted.

Event description:
Patient reported they had a severe adverse reaction to liquiband exceed xs. The surgeon applied it to the incision 8 days after surgery.